Event description:
This is filed to report single leaflet device attachment requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with prolapsed posterior leaflets, large left atrium, a-fib with fast heart rate (100-150 bpm), and thick chunky leaflets with cleft slightly medial to a2/p2. A mitraclip xtw was successfully implanted. However, thirty seconds post implant, a single leaflet device attachment (slda) occurred. The clip had detached from the posterior leaflet. It was noted that the slda was likely due to patient anatomy. To stabilize the slda clip, a second mitraclip was implanted. The procedure was completed with a final mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation associated with the single leaflet device attachment (slda) was due to challenging patient anatomy (thickened leaflets, calcification under the posterior leaflet, and leaflet clefts). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.